Event description:
The rep reported the device was used during a laparoscopy excision left adenexal mass and fulgeration of endometriosis. It was reported the al326 tip broke off in pt. It was retreived with a grasper and the case completed. No consequence to pt.